Event description:
It was reported that during a digestive procedure, the device stapled only on one side instead of two and the stomach was already cut. The cartridge used was correct compared to the thickness of tissue. The cartridge was green. There was a gap of the stomach, gastric emptying and hemorrhage. There was manual suturing of the stomach gap and re-stitching with a new device. One device was discarded.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the issue occur? 3rd. Was buttressing material used? Suture wire. How much blood loss? No information available. Did the patient require a blood transfusion? No. If so, how much? Was the intra-op or post-op care changed for the patient? No but they have done a x-ray the day after for security. Additional information received from the affiliate: the product is available and will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No incomplete staple line was noted. Event could not be confirmed as no cartridge reload was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.